Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Date of product evaluation was (B)(4) 2014.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2014: the device was returned to animas and evaluated by product analysis on (B)(4) 2014 with the following results: eypad fully intact. Unable to duplicate customer complaint of 'under responsive keypad.' All buttons functioning normally. No evidence of contamination observed under contacts. Unrelated to the complaint, the audio bolus button was missing/detached.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.